Manufacturer narrative:
Technician found that the right siderail latch cover would not allow the siderail to latch. Replaced the latch cover and detent to resolve this issue.

Event description:
Complaint received indicated that right head siderail latch cover would not allow the siderail to latch.